Event description:
It was reported that during an endobronchial ultrasound (ebus) procedure, this single use aspiration needle broke off inside the patient. Additional information was received from the customer that the broken part fell inside the bronchus part. The broken part was retrieved with grasping forceps under direct visualization. The procedure was then completed with a similar device. There were no further reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.